Event description:
With regards to hologic, inc. Biozorb my concerns 1. I have device migration 2. Device has not dissolved, I was told repeatedly the device would dissolve. 3. I have irritation itching, bouts of soreness, chronic discomfort, inflammation at times 4. Concern about device erosion (breaking through the skin) in later years or from another mammogram scanning. 5. I have slight disfigurement of the skin from the migration of the device. My timeline 1. On or about (B)(6) 2019 I had lumpectomy surgery. A. During pre-op discussions I was never made aware biozorb was part of a trail study. Dr. (B)(6) presented biozorb as a regular medical device. The benefits were: I. To concentrate the radiation target area for treatments post-surgery. Ii. To provide volume in the void left from the tumor removal. Iii. Device was dissolved by the body within a couple of years of implantation. 2. My concern was a have a low grade skin rash from nickel. I wanted to be sure not nickel was in the device. A. Dr. (B)(6) was less concerned with the slight nickel irrational I get. She thought the device was completely appropriate given my age of 51 years old; the aesthetic of biozorb's ability to fill in the voided tissue would leave pleasing look. Meaning I would not have a divot in my breast. B. I was told the benefit for targeting the area to radiate after surgery outweighed the very slight nickel contained in the device. Again, I was not told this device was in the trail phases. 3. During a mammogram on or about (B)(6) 2023, the device was felt shifting. Due to test results I was told to return for second a mammogram on the opposite breast on or about (B)(6) 2023. A. I told dr. (B)(6) office about this. First seeing the np, then dr. (B)(6) entered the room. They did not seem concerned with migration of the device. They thought given the time since implant the device should have been dissolved. B. I have complained about itching and discomfort since 2023. C. Each time thereafter when I went to dr. (B)(6) office I was told the device should be dissolved, yet on examination the nurse practitioner could feel the device.